Manufacturer narrative:
(B)(4). Products were returned for evaluation and pending qc investigation. Most likely underlying root cause: mlc-12: product expired. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for lo blood glucose test results. Customer is using discontinued and expired products. The customer is concerned with test results from results obtained of lo. The customer¿s expected am fasting blood glucose test result range is 240-280 mg/dl. Customer was not using proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 09/30/2018 (expired). Test strips are not impacted by recall. The meter memory was reviewed for previous test result history (date/time not set; customer stated all results were obtained in the am): (B)(6).

Manufacturer narrative:
Sections with additional information as of (B)(6) 2020: h6: updated FDA's method, result, and conclusion codes h10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation.